Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 9616099-2011-00176, 9616099-2011-00177, and 9616099-2011-00178. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 9616099-2011-00176, 9616099-2011-00177, and 9616099-2011-00178. The complaint received states that approximately eight months post index procedure, this (B)(4) study patient died. This is an (B)(6) male with medical history including hyperlipidemia, (B)(6), previous left carotid endarterectomy and hypertension. This patient met the high-risk criteria of age greater than (B)(6) and bilateral carotid artery disease. The target lesion was left internal carotid artery described as 70mm in length mildly calcified, mildly tortuous, eccentric, ulcerated and 80% stenotic. At the time of the index procedure, the patient was symptomatic. An angioguard was inserted, advanced and deployed past the target lesion without report of difficulty. Three precise pro rx stents were implanted with edge over lap without report of difficulty. The angioguard was removed intact, without reported difficulty and no debris was noted in the basket. The patient was started and maintained on and asa and plavix regimen pre-, during and post-procedure. The patient was discharged two days post procedure without report of difficulty. Report was received that approximately eight months post procedure, the patient had died. To date no further details have been available regarding cause or circumstances of his death. The study stents remain implanted thus unavailable for analysis. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14060371 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The 3 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Manufacturing records for lot 14060371 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 24057 and stent lot number 120578; and the results indicate that the stent shipped meets specified release requirements. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15042990 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 0 units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for this lot. No nonconformance records were issued for this lot. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14051491 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient was of advanced age and had multiple medical conditions that may have contributed to the reported death.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received three precise stents in the left common carotid artery. Eight months after the index procedure the patient died. The patient's cause of death has not been provided at this time.